Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown sliding hip screw system and the proximal femoral nail antirotation system. Unknown quantity/unknown lots. Unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: bajpai, jeetendra, rajesh maheshwari, akansha bajpai, and sumit saini. "Treatment options for unstable trochanteric fractures: screw or helical proximal femoral nail." Chinese journal of traumatology 18 (2015): 342-46. China. A total of 164 consecutive patients presenting a closed unilateral pertrochanteric fracture were enrolled. The patients were treated with a sliding hip screw or an intramedullary nail. The sliding hip screw system was used for extramedullary fixation of the stable fractures, whereas the proximal femoral nail antirotation (pfna) was used for intramedullary fixation. Mechanical failure (mf) was defined mf as loss of fracture reduction, screw or blade cut-out, lateral migration of the screw or blade, and implant breakage. A (B)(6) female experienced a loss of reduction. It was reported that this patient had a complication; however, the specific implants were not identified. As a result, it cannot be distinguished as to which group of implants the adverse event belongs to. This report 2 of 4 for (B)(4). This report is for unknown sliding hip screw system and the proximal femoral nail antirotation system.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.